Event description:
The tips of two bioimplants broke off at insertion. A piece of one of the implants remains in the implants remains in the pt's bone. No adverse consequneces were reported as a result of the event. This device is used for treatment.